Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the user tried to engage the safety shield with a hard surface resulting in the safety shield detaching from the device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-aug-2024. Investigation summary. Material #: 368607. Lot/batch #: 4024298. Bd received 11 sample for investigation. Two (2) of the samples already had their eclipse shield detached so the indicated failure mode of defective locking mechanism was observed. The other 9 samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. However, one sample had a cracked non-patient shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes defective locking mechanism and cracked non-patient shield. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the user tried to engage the safety shield with a hard surface resulting in the safety shield detaching from the device. There was no report of adverse impact to patients or users.